Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the balloon was inflated between 12atm to 20atm. The rated burst pressure (rbp) for this balloon is 14atm. The current IFU (instructions for use) states, "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." Therefore, it is possible that the balloon was inflated past the rbp, possibly to contributing factor to the deflation difficulty; however, the definitive root cause could not be determined based upon available info. Additionally, precautions and specific directions for use of the rival pta dilatation catheter are included in the IFU.

Event description:
It was reported that the pta balloon was slow to deflate after the first inflation in the sfa. The device was retracted through the sheath without difficulty. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.